Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2019 the patient was felt and right femoral neck fracture occurred. (B)(6) 2019 treated with implanting the stem by surgical procedure. (B)(6) 2019 treated manually due to dislocation. (B)(6) 2019 the patient was discharged.

Manufacturer narrative:
An event regarding dislocation involving an accolade stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. The patient reported a manual treatment due to dislocation, which is likely happened between a femoral head device and liner/ acetabulum. The femoral head and/or liner details were not reported and it is unknown if the femoral head and/or liner are stryker devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 2019 the patient was felt and right femoral neck fracture occurred. On (B)(6) 2019 treated with implanting the stem by surgical procedure. On (B)(6) 2019 treated manually due to dislocation. On (B)(6) 2019 the patient was discharged.